Event description:
It was reported that the patient was being seen at the clinic and they ran a test and found the patient's pacemaker was bad. They ran another test when the patient was about to get a new device and could not replicate it. The device was not replaced and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 crdm non-defib lead, implanted: (B)(6) 2009. (B)(4).